Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not providing the correct ventilation volume while the ventilator was in use and the patient's blood oxygen saturation decreased. During the evaluation, the device failed a test step during testing. The device's active exhalation control module was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was not providing the correct ventilation volume while the ventilator was in use and the patient's blood oxygen saturation decreased. The device has yet to evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.